Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead dislodged from the coronary sinus. Repositioning was attempted, however it was unsuccessful so the lead was explanted and will be replaced later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.